Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The battery was removed and reinstalled, and the pump powered up properly. No unexpected failed battery or replace battery now alarms were noted. However, low battery and power error 25 alarms were confirmed in the long trace. The power management graph showed and the detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump also had no audio tones during self test. The pump had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test during normal use. Customer's blood glucose was 168 mg/dl. The customer was able to clear the alarm and explained the alarm. The customer was using a aa (B)(6) battery. The customer was advised to wait and isnert a new fully charged battery. The customer stated that it alarm again. The customer was advised that the device would be replaced and asked verbally and written form to return the broken pump for analysis.